Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the during the right atrial (ra) lead implant procedure, the lead tip did not come out. It was also reported the p-wave measurement showed unchangeable value 0.6 millivolts. The ra lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.